Event description:
A report was received that the patient was experiencing burning sensation at the ipg site and tremor in right hand. Database analysis revealed no anomalies and the device appeared to be working as expected. The physician could not confirm if the tremor was related to the device. The patient underwent a revision procedure wherein the ipg was replaced per physician¿s preference. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Field is populated with the di number. The explanted device was not returned to bsn as it was discarded by the medical facility.